Event description:
Pump was reported to have declared alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to load a new cartridge using the correct technique, and insulin therapy was successfully resumed.